Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported. Pt implanted on (B)(6) 2011 with pfn (proximal femoral nail) for a subtrochanteric femur fracture right, reverse fracture discovered the nail was broken on an unk date. Pt was returned to operating room on an unk date for medical/surgical intervention.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as product is entering the complaint system.